Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It was identified that an obsolete spdu (system power distribution unit) spare part is installed in a combidiagnost system. No injury reported.

Manufacturer narrative:
(B)(4). The stationary remote-controlled combidiagnost r90 supports general radiography and fluoroscopy imaging. The combidiagnost r90 system is connected to the hospital mains power supply. To adapt the voltage to the hospital power supply, the system is equipped with an spdu (system power distribution unit). This spdu transforms the supply voltage and eliminates spikes. The spdu type in combidiagnost r90 was previously addressed by a corrective field action. Later on, it was found that a single affected spare part has escaped internal containment and was installed at the customer site in italy. A CAPA investigation led to an internal process improvement and to a dedicated field action only for italy ((B)(4). ) for the single affected spare part. As part of this field action, a philips field service engineer replaced the affected spdu. The system is working as specified. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Correction: h6 result and conclusion